Manufacturer narrative:
Concomitant medical product: addrs1 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture, high threshold and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.